Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Samples received: 19 unopened racepacks. Analysis and results: there are no previous complaints of this code-batch. Manufactured (B)(4) units of this code-batch. There are (B)(4) units in stock that have been blocked. Tested the needle attachment of the samples received and the results do not fulfill the requirements of OEM. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is confirmed.

Event description:
It was reported by the healthcare professional to the company sales representative, "the needle detached from the thread when removing the suture from the package." No patient harm reported.